Manufacturer narrative:
Date rec'd by MFR: 12feb2019. The touchscreen was returned to philips for failure analysis. Testing revealed that the resistance and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 24dec2018. Date of manufacturer: 23dec2018. The customer¿s service technician confirmed the touchscreen issue and indicated that replacing the touchscreen resolved the issue.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 15nov2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touchscreen failure. There was no patient involvement. The event date was not specified; estimate used.